Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the motor drive unit was lighting up but the disposable hand piece would not turn. The surgeon used a pneumatic drill to drive the disposable hand piece to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 08/05/2008. Conclusion - the actual device involved in this event was returned for evaluation. The evaluation verified with a test hand piece that the unit performs according to procedure. At no time did the disposable hand piece stop driving or slow down, and the lights on the unit did not light up. The power supply output and the motor rpm were checked, and the stall test was performed according to procedure, confirming the unit's proper operation. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.